Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. No specific anomalies noted during the visual evaluation. On the functional test of the device, it was connected to an in-house presto device and the balloon was inflated and it was noted the water was leaking from the distal tip. Further, the balloon was cut and under microscopic observation, it was noted a partial circumferential break was noted to the guide-wire lumen just proximal to the glue bullet. No other functional testing was performed. Therefore, the investigation for the reported balloon rupture remains inconclusive as no evidence could not be noted due to break at the inner guide wire lumen. The investigation was also confirmed for identified leak as water was noted to be leak from the distal tip during the functional testing. The investigation was confirmed for identified catheter tear as a partial circumferential break was noted to the guide-wire lumen just proximal to the glue bullet. A definitive root cause for the reported balloon rupture and identified catheter tear and leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly failed to open in the iliac vein upon attempting to inflate. It was further reported that physician removed the balloon from patient's body and identified leakage of the balloon at the proximal end. The procedure was completed using another device. There was no reported patient injury.